Event description:
It was reported that the patient complained of shortness of breath, and both of the epicardial ventricular leads were found to exhibit increased thresholds, as well as a loss of capture during threshold testing. The leads were reprogrammed, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.